Event description:
A customer reported a malfunction on their pump, identified with the malfunction code malf 12, which had occurred at least three times but was not reported within the last 24 hours. There was no adverse impact to the customer's blood glucose level. The customer continued using the current pump as backup therapy while awaiting a replacement. Customer technical support (cts) arranged to send a replacement pump with updated software, confirmed the shipping address, and instructed the customer on returning the malfunctioning pump, including placing it in storage mode and using the provided return box and pre-paid label. The customer acknowledged all instructions and no signature was required for delivery.